Manufacturer narrative:
The reported event of the ventricular lead could not be removed from the header was confirmed. Analysis revealed there was blood accumulation in the v-connector port zones. The blood in these areas had a bonding effect between the inside areas of the connector ports and the surfaces of the lead body. This made the lead difficult to remove. The setscrew had no effect on lead removal since it had been removed by the physician. The blood was most likely not cleaned from the proximal ends of the lead before it was inserted into the connector port at time of implant.

Event description:
It was reported that patient presented for a scheduled procedure. During the procedure, the right ventricular lead was unable to be removed. After loosening the screw with a torque wrench and removing the septum and saline was injected, the lead was still unable to extracted. Ultrasound gel was injected, and this successfully removed the lead without causing damage. The lead was replaced. There were no patient consequences.